Event description:
During a catheter procedure, the hcp accidently cut a part of the catheter and was looking for it. Troubleshooting considerations such as x-ray were being considered to locate the catheter. The reason for the catheter procedure was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).